Event description:
Customer reported via phone call that their sensor and blood glucose readings are off. The blood glucose reading is 136 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.